Event description:
An implant card reported that the patient had generator and lead replacement on (B)(6) 2015 due to lead discontinuity. The explant hospital does not eturn explanted devices back to the device manufactuer for analysis per hospital policy. Therefore, analysis is unable to be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.